Event description:
The patient reported that they had a "problem" with their leadless implantable pulse generator (ipg). The patient reported that one day prior to this they had a check up where they interrogated it mistakenly with a competitor programmer before using a medtronic programmer. The next day they "didn't feel right." The patient reported that they experienced bradycardia. The patient stated that the heart rate of fifty-two presented on their fitbit and their pacemaker, "did not kick in for several minutes". They reported that they felt "really weird." The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.